Event description:
It was reported to philips that system was hanging, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned or non-emergency treatment procedure was performed when the issue happened. The treatment was completed as planned by doctor just ignored the swing. The field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found the cardiac swing freezing intermittently due to a third-party device on the network switch. To fix it, the fse added a new switch for third-party devices. The fse suspected that the collimator faulty. To resolve the issue, fse replaced collimator and rearranged network cables third party and return the part for further analysis and the failure analysis was confirmed. After the repairs were completed, the system was returned to the user in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete it as planned on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.